Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that upon power up of the device, all of the display segments illuminated and remained in that mode, and no membrane panel switch functions would operate. The user also reported that the device did not complete the self test. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.